Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 290 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified, and a different issue was identified.